Event description:
It was discovered during in clinic follow up that the pocket of the implantable cardioverter defibrillator was infected. Redness, discharge, and erosion of the device through the skin were noted. The device was explanted. The patient was stable.

Manufacturer narrative:
Correction: investigation conclusion previously reported as "no problem detected." Now updated to "cause cannot be traced to device." A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).